Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 9.5 years post op initial left tsa, this male patient was revised due to a radial pattern on the tray and liner and possible micro motion. Surgeon explanted the tray, liner, and glenosphere. Patient was last known to be in stable condition following the event. Devices will be returning.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of bone impingement which may have allowed for greater contact stresses of the locking mushroom in humeral tray and caused the locking mushroom to wear overtime. The decrease in diameter of the locking mushroom due to wear likely allowed for movement of the humeral liner in the humeral tray and caused the radial pattern seen on the explants, instability and pain. Additional contributing factors to the reported instability and pain may have been the result of incomplete seating of the humeral liner in the humeral tray at the time of implantation and/or movement of the humeral tray in the humeral stem. Section h11: the following sections have corrected information: (h6) component code: 734, bearings; 568, screw.